Event description:
As reported, during treatment of an in-stent restenosis in a circumflex artery with a cutting balloon ultra 2, following an initial dilatation, the physician retrieved the cutting balloon before re-dilating with the same device. However, it was not possible to maintain pressure in the balloon. Eventually the physician retrieved the balloon and used an alternative device to finish the procedure. An attempt to inflate the device outside the pt confirmed that the balloon was leaking, but the exact location of the leakage could not be determined. During the second attempt to dilate the stenosis, the pt suffered from a transient embolism of the left coronary artery but made good recovery. There has been no pt deterioration reported to date.